Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 with acceptable results. The previous qc test had acceptable results. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer found that the sipper nozzle didn't stop at the lower end position. They cleaned and lubricated the sipper. The customer ran calibration and controls with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 2 patient samples on a cobas 8000 cobas ise module analyzer. Patient 1: the initial results were: na: 94 mmol/l, and k: 2.8 mmol/l. The repeat results were: na: 136 mmol/l, and k: 4.1 mmol/l. Patient 2: the initial results were: na: 127 mmol/l, and cl: 115 mmol/l. The repeat results were: na: 137 mmol/l, and cl: 103 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The electrode lot number and expiration dates were asked for but not provided.